Event description:
It was reported that the user showered without pausing insulin delivery and subsequently reconnected to the ilet pump, after which blood glucose was 255 mg/dl and rising; the event was associated with an infusion set or connector issue and was addressed through troubleshooting and education. Symptoms included hyperglycemia. Outcomes included use of corrective insulin dosing by the pump without alerts or alarms and no medical intervention beyond coaching. Investigation included user interview and troubleshooting. Investigation of this case revealed user handling and infusion set deployment or connection as the likely contributors. It was concluded that device function was consistent with design and that the event was related to use conditions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.